Event description:
It was reported the device could not be interrogated and did not respond to a magnet. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.